Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician was unable to advance the 2.25x12mm taxus liberte drug eluting stent delivery system through the target lesion located in the mid left anterior descending artery. Upon removal, it was noticed that the stent struts were "protruding out". The procedure was completed with another 2.25x12mm taxus liberte drug eluting stent. No patient injuries or complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. Visual examination of the returned device noted the damage to the proximal section of the stent. One proximal stent strut was raised. This type of damage is consistent with the device encountering some form of restriction upon withdrawal. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Bsc ID: a00057167 tw: 374677